Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 10911scs, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2013, when the consumer was using the toothbrush, the toothbrush handle cracked and broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911scs to 10911sg. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 10911scs, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2013, when the consumer was using the toothbrush, the toothbrush handle cracked and broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911scs to 10911sg. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911sg to 17911s6s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 17911s6s1 to 17911sgs1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 10911scs, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2013, when the consumer was using the toothbrush, the toothbrush handle cracked and broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 10911scs, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2013, when the consumer was using the toothbrush, the toothbrush handle cracked and broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911scs to 10911sg. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911sg to 17911s6s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 10911scs, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2013, when the consumer was using the toothbrush, the toothbrush handle cracked and broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911scs to 10911sg. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 10911sg to 17911s6s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 17911s6s1 to 17911sgs1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Device was returned and visually inspected. A review of the batch records for the toothbrush lot 17911sg s1 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances and there were no related product, process or facility changes noted. A retain sample was visually inspected and met all specifications. A change to the basic handle material was validated in sep-2012 to improve flexibility. The returned toothbrush lot was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 17911sg s1 was acceptable. No adverse trends have been noted with this product or lot. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product, the toothbrush was subjected to over bend testing and no toothbrushes broke. The returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.